Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported that the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. A cuff miss can occur due to a number of factors including, but not limited to needle deflection during plunger deployment due to interaction with human tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment.

Event description:
It was reported that a technician trained in the use of the perclose proglide device attempted arteriotomy closure of a mildly calcified common femoral artery after an unspecified procedure. Reportedly, a posterior cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.